Event description:
A surgeon carried out vertebroplasty and implanted this product and artificial bone (bone void filler) which was manufactured by a different manufacturer into a lumbar vertebra . During the implantation of these products, the surgeon noticed that both products were deviated (migration) toward the anterior vertebral wall from their original implantation sites .

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1. Important basic precautions (3) when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture shoud be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. (9)cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report is an abundance of caution.